Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient was prescribed oral antibiotics (date, type, dosage, and duration not reported), to treat infection at the implant site. As of (B)(6) 2013, the issue had reportedly resolved. The implanted device remains.